Event description:
A sales representative reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used on (B)(6) 2024, and ¿over pressure of the airseal caused ventricular tachycardia in patient during a gyn robotic case.¿. An alternate ¿stryker¿ device was used. Further assessment found that the surgeon "didn¿t indicate it was the airseal that caused the injury. She mentioned the patient having several cardiac indications prior to surgery that were not airseal related. It seems the initial complaint was premature in blaming the airseal.". The sales representative "was told the case was canceled and the patient was showing signs of cardio complications pre-surgery. Patient stabled and went home same day. No products are being returned, and surgeon has not stopped using airseal for other cases.". This report is being raised due to the reported injury of tachycardia. The ias5-120lp, 5 mm access port & low-profile obturator and the asm-evac1, tri-lumen filtered tube set with activated charcoal filter will be listed as concomitant devices. There are no allegations filed against them.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history review (DHR) cannot be conducted as a serial number was not provided. The service history review cannot be conducted as a serial number was not provided. (B)(4). Per the instructions for use, the user is advised to read the instructions for use carefully and become familiar with the operation and function of the device and the accessories before use during surgical procedures. Non-observance of the instructions listed in this manual can lead to life-threatening injuries of the patient, to severe injuries of the surgical team, nursing staff or service personnel, or to damage or malfunction of device and/or accessories. Device inherent dangers: warning! Metabolic and cardiac reactions insufflating co2 may result in metabolic acidosis. This can lead to cardiac irregularities. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used on (B)(6) 2024, and "over pressure of the airseal caused ventricular tachycardia in patient during a gyn robotic case." An alternate ¿stryker¿ device was used. Further assessment found that the surgeon "didn't indicate it was the airseal that caused the injury. She mentioned the patient having several cardiac indications prior to surgery that were not airseal related. It seems the initial complaint was premature in blaming the airseal." The sales representative "was told the case was canceled and the patient was showing signs of cardio complications pre-surgery. Patient stabled and went home same day. No products are being returned, and surgeon has not stopped using airseal for other cases.". This report is being raised due to the reported injury of tachycardia. The ias5-120 lp, 5 mm access port and low-profile obturator and the asm-evac1, tri-lumen filtered tube set with activated charcoal filter will be listed as concomitant devices. There are no allegations filed against them.